Event description:
Table went into trendelenberg when another function button was pressed at: medical center.

Manufacturer narrative:
The skytron 6500 table was repaired by the hospital's biomed technician. He found that the cause of the movement was due to an aging spool valve spring. He replaced the spring and placed the table back in service in 2007.